Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an inferior vena cava (ivc) filter retrieval procedure, the filter was attempted to be removed via a snare device. The filter was allegedly captured and collapsed in the sheath; however filter limbs were embedded in the venous wall and could not be removed. It was further alleged that the filter would not flower back open after the filter was unsheathed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the complaint comments, the filter was allegedly embolized in the ivc wall. This could lead to removal difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during an inferior vena cava (ivc) filter retrieval procedure, the filter was attempted to be removed via a snare device. The filter was allegedly captured and collapsed in the sheath; however, the filter limbs were embedded in the venous wall and could not be removed. It was further alleged that the filter would not flower back open after the filter was unsheathed. There was no reported patient injury.

Event description:
It was reported that during an inferior vena cava (ivc) filter retrieval procedure, the filter was attempted to be removed via a snare device. The filter was allegedly captured and collapsed in the sheath; however, the filter limbs were embedded in the venous wall and could not be removed. It was further alleged that the filter would not flower back open after the filter was unsheathed. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The filter was placed via the left common femoral vein secondary to history of paradoxical embolism and contraindication to oral anticoagulation. There were no complications, placement was confirmed distal to the renal veins. Approximately five months after ivc filter deployment, the patient underwent multiple unsuccessful retrieval attempts. A retrieval snare was advanced and successfully captured the filter. The sheaths were advanced however, after advancement the sheath would not advance completely over the filter as the distal limbs were adherent to the vena caval wall. An effort to avoid potential complications and vena caval perforation, additional attempts at capturing the fitter were abandoned. At this point, the filter appeared partially collapsed. The patient remains hemodynamically stable. Anticoagulation therapy was continued. Approximately two months later, a venous scan showed a linear structure within the distal inferior vena cava which was felt to be a chronic thrombus of the ivc filter. A vascular surgery consult indicated there was no absolute indication for filter retrieval at that time given the image findings. Patient to maintain life-long anticoagulation. The next day, a CT abdominal and pelvis angiogram indicated an infrarenal ivc ap diameter decreased caudally to the level of the existing ivc filter with collapsed struts. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the reviewed medical records, it can be confirmed that the filter collapsed following retrieval attempt. Additionally, the investigation is confirmed for retrieval difficulties. Per the provided medical records, the filter limbs were adherent to the vena canal wall, resulting in a partial advancement of the sheath over the filter. This most likely resulted in retrieval difficulties and the collapsing of the filter. However, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.